Event description:
It was reported that during a lap cholecystectomy procedure, the attachment was dropped during disassembly. The attachment was retrieved successfully without impact to patient and procedure was completed with minimal delay. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.